Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse found top right axis unable to engage, not spinning during engagement sequence. Pogo pins checked, multiple drapes attempted, and drape magnets checked. Fse replaced the universal surgical manipulator (usm) and the gimball grip pad to correct the reported event. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. .

Event description:
It was reported that prior to start of da vinci-assisted surgical procedure, site contacted intuitive technical support engineer (tse) to report issues with universal surgical manipulator (usm) 1. Site was experiencing recoverable faults when installing the drape. As system was onsite, tse could review the logs and found no recoverable faults related to usm 1, though engagement faults on the sterile adapter. Site informed tse that they had already replaced the draping with a new one with issue persisting. Tse informed to check for any obstructions underneath the sterile adapter such as draping getting suck, and caller informed they would reseat the sterile adapter when available. While creating record, caller reached out to a different tse and informed they will continue using three arms. During second call they also mentioned that one of the discs of the instrument arm was not spinning during the sterile adapter installation. The procedure was completed with no reported injury.